Manufacturer narrative:
A partial lead measuring 46.2cm was returned for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that on (B)(6) 2018 two days after the system was explanted due to infection, the patient expired. It was noted that the patient was very sick from the infection. There was no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.